Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative. "Customer is requesting fsd [field service dispatch], customer notes 45 sec. Audible alarm once silenced does not seem to activate after, issue noted during check out in biomed."

Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. (B) (4). (B) (4): the following information concerning the evaluation of the device is a summary of the information documented by the carefusion field service technician and carefusion failure analysis lab. The carefusion field service technician evaluated the device and determined that the root cause of the reported event was a faulty alarm board assembly. The alarm board assembly was received into the carefusion failure analysis lab. The carefusion failure analysis lab technician evaluated the alarm board assembly and determined that the root cause of its failure was a faulty capacitor, # c27, (B) (4). The carefusion field service engineer replaced the alarm board assembly and ran the device through a complete checkout to ensure it meets all factory specs. Upon completion, the device was returned to the customer ready to be placed back into service. Corrective or preventative measure information for the alarm board assembly resides in corrective action request (car) # (B) (4) and engineering change order (eco) # (B) (4).